Event description:
Device is a bath chair with reclining back. Either the back was not in one of the incremental angle adjustment notches, and when mother transferred the patient into the chair it moved to the next notch or the locking device failed, and the device moved to the next notch. Patient was not injured. Manufacturer immediately responded by shipping out replacement 'locking pivot housing' which were installed by the vendor.